Event description:
The customer reported video connection error e116, resulting in no video output on the display monitor during inspection for use involving an olympus camera head. There was no patient injury reported.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.